Event description:
Boston scientific received information that the patient with this pulse generator was seen for a routine device follow-up. During the follow up, the local boston scientific field representative (fr) reported that a commanded automatic threshold test was performed. The fr was able to visually detect loss of capture at 0.5 volts but the test continued to step down until 0.2 volts and recorded the threshold at 0.2 volts rather than 0.5 volts. The fr discussed with boston scientific technical services that all of the daily threshold measurements were steady and at the 0.5 volt threshold level. There were no adverse patient effects related to this clinical observation. Subsequently the patient was reported to have passed away. At the time of the patient's death there were no product performance allegations and the patient's death is not related to this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.